Manufacturer narrative:
(B)(4). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Per image evaluation, three color photos were provided. The customer report of pannus was confirmed through image evaluation. Report of stenosis could not be confirmed through image evaluation. Report of calcification could not be confirmed without x-ray evaluation. Valve appeared to have been dismantled with detached wireform and metal band. Heavy host tissue overgrowth appeared to have encroached onto the tissue on the inflow aspect of the valve. Moderate host tissue overgrowth was also observed on the stent circumference on both the inflow and outflow aspects. In this case, a definitive root cause for early calcification and pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm 3300tfx aortic pericardial valve underwent surgery for redo aortic valve replacement after an implant duration of approximately three (3) years, six (6) months due to subvalvular pannus, calcification of the edges of the valve, and aortic stenosis. The mean gradient was 45 mmhg. A 25mm intuity elite valve was implanted in replacement. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.